Manufacturer narrative:
A partial lead with the connector pin measuring 17.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock. Upon review, it was noted that the right ventricular lead exhibited noise which lead to inappropriate shock. The shock induced atrial fibrillation with rapid ventricular response, and triggered further inappropriate therapy. On (B)(6) 2017, the patient was brought in for explant procedure. The right ventricular lead was explanted and replaced. During the procedure, the right atrial lead was dislodged, hence replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was in stable condition afterwards and would continue with regular follow-up.